Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap striae in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of haze and poor vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016 right eye pre-op 20/20 -.50 x -.25 x 5. Left eye pre-op 20/20 -.50 x -.75 x 3. Bcva from (B)(6) 2016. Left eye post-op 20/40.